Event description:
Dr reported that "several months ago" he had a catheter leaking at the hub. He used another catheter and was able to complete the procedure without further incident. The doctor requested that quest call the surgery center where he did the procedure. In janurary 2006, during a follow-up call, they were unable to provide any specific information and the nurse manager. Was unaware of the event. No specific code was provided (lacricath catheter). The sample was not saved.